Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed accuracy delivery test. The 1st testing: 17.36 ml, 2nd testing: 17.9ml5 ml 40 ml/hour for 20ml. The event happened during testing. There was no known patient injury, or medical intervention associated with this event. No additional information is available.